Event description:
It was reported the pt was a female with a bmi of 26. The event occurred in the pt's room. During removal of the catheter, 2 days after it was placed, they could not remove the catheter. They changed positions of the pt and tried everything according to IFU. The catheter could not be removed. As a result, the catheter had to be surgically removed via small incision. No catheter remained in placed. The outcome of the pt was good. There was no delay of treatment, as the event occurred at removal of the catheter. No further pt injury or complications noted.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.